Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an error during corneal flap creation of the left eye. A layer of bubbles appeared and the bed cut was incomplete. The operator was not sure if the cornea flap was completed and further lasik treatment was cancelled. The patient will be reassessed in three months.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).